Event description:
It was reported that during a lap nephrectomy, the clips were shooting out of the device when fired. No patient consequences were reported.

Manufacturer narrative:
Date sent: 10/22/2007. Info anticipated, but unavailable at this time.